Event description:
User picked up cup of sterilant concentrate and flicked bottom of cup, at which time liquid sprayed out from side of outer cup seal. User was splashed on neck, chest, and arm. Second degree burns resulted.